Event description:
It was reported that during an afib procedure, the temperature was 35 degrees when there was no ablation and temperature drops to 18-20 degrees when the physician started to ablate. Therefore, the physician was only staying on rf for 10 seconds at a time because of concern over the low temperature. The stockert was set to 40 watts and 15 ml/min on cool flow pump. The customer was advised to exchange cables, and use the ECG amplitude reduction and impedance for guiding the ablation; and was also advised that the temperature may increase after more time was spent on ablation. The case was completed successfully with all ablations delivered with low temperature and without any patient consequence.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). The physician reported temperature drops from 35 to 18-20 degrees upon ablation. The temperature is expected to drop while using a thermocool catheter as the saline flow rate increases from 2ml/min to 30 ml/min upon ablation. The range of temperature drop is dependent upon the temperature of the saline being used at the time. Additionally, the temperature value displayed on the system is the temperature of the catheter tip, and not the patient's blood or tissue. There was no error reported by the generator. The product was performing according to specification; there was no malfunction of the device. The customer was satisfied with this explanation and continued the case. No repair or service was requested by the customer. A DHR review shows that no manufacturing issues or test failures were noted during the manufacturing of the product. Management is notified of failure analysis through the monthly trending reports. No statistical trends have been identified at this time; therefore, no CAPA has been requested.